Manufacturer narrative:
Conclusion: a sample is available for eval. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a physician used a bd insyte peripheral venous catheter for an arteriopuncture in a pt's brachial artery. The physician felt like the IV insertion was not smooth so rather than removing the cannula and leaving the catheter in place, he decided to remove both the cannula and catheter and attempt a second arteriopuncture. Upon removal of the catheter, the catheter measured approximately 1.5cm in length with approximately 3cm of the catheter missing. The pt had brachial artery surgery to locate the broken catheter but the missing portion was not found. Nine days postoperatively, there was no report of infection.

Manufacturer narrative:
Corrections: on the initial MDR the MFR report # was reported as 1710034-2015-00011 and the manufacturing location was listed as (B)(4). This information is incorrect. The correct MFR. Report # is 8041187-2015-00008 and the correct manufacturing location is (B)(4). These fields have been updated with the corrected information on this report.

Manufacturer narrative:
Results: two used samples in open packages without cannula assemblies were returned for evaluation. A visual/microscopic inspection of sample 1 revealed no abnormalities. A visual/microscopic analysis of sample 2 revealed that the catheter was broken/cut. A review of the device history record revealed no irregularities for the reported lot number 5048478. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the break/cut in the catheter was most likely caused by an object outside of the manufacturing facility. There is no process in the manufacturing facility that could have caused the damage to the catheter and if the damage has occurred during the manufacturing process, the vision inspection system would have identified that the catheter lie distance was out of specification and would have rejected the device.